Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the returned holding sleeve was examined and the complaint condition was able to be confirmed as the distal threaded tip was found to be broken and missing a portion of the distal-most thread (approximately 6mm x 2mm x 0.5mm). Additionally, the threads were found to be flattened and nicked/gouged. Based on the complaint description, it is not clear if the threads broke intra-operatively or if the complaint condition is the result of attempting to use a previously damaged instrument. Damaged threads would potentially inhibit the ability to connect to a screw for insertion, which is consistent with the failure noted in the complaint description. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The threaded holding sleeve is noted in the synapse oct system technique guide. The synapse system is utilized for posterior stabilization of the upper spine: craniocervical junction, cervical spine (c1-c7) and thoracic spine (t1-t3). The holding sleeve is a component of the screwdriver assembly, along with the cross-pinned hexagonal screwdriver shaft, the handle with quick coupling, and the outer sleeve, which is utilized for screw insertion. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and inner sleeve. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined. The failure mode is consistent with the application of off-axis loading or cross-threading. Exact date of manufacture is unknown ¿ reportedly january, 2008. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: january, 2008 this lot was produced/manufactured in january, 2008. The review of the device history records shows no irregularities. A 100% inspection of the function is documented in inspection sheet. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was originally reported that a patient underwent a cervical posterior fusion procedure on (B)(6) 2016. During the procedure, the synapse screwdriver sleeve would not properly screw into the screw heads. It was noted that the distal tip of the screwdriver sleeve had stripped. Another device was available for use to complete the procedure without delay. There were no reported fragments. Upon evaluation of the returned device, which was completed on june 23, 2016, it was determined that the device had in fact broken. The threaded tip was found to be broken and mission a portion of the distal-most thread. A re-assessment of the initial determination was conducted; it was determined that the event now represents a reportable issue. This report is 1 of 1 for (B)(4).